Manufacturer narrative:
The device was returned for analysis. The reported irregular appearance and difficulty to close the foot were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties as they were not confirmed during return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using two proglide devices after an sfa stenting procedure. Reportedly, prior to insertion into the patient anatomy, the lever of the first proglide device was noted to be lifted. The lever was closed; however, the foot of the proglide failed to park and remained in the open position. The device was not inserted into the patient anatomy. A second proglide device was used and when harvesting the sutures, the knot was connected to the sutures, outside the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.